Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging the subject meter read inaccurately compared to another device. The reporter was unable to provide the readings obtained with the subject meter or on the other device. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.